Manufacturer narrative:
Catheter: model 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk.

Event description:
An "unknown pump problem" was initially reported. On further follow-up, the hcp (healthcare provider) stated that the patient had experienced cellulitis over the pump diagnosed on (B)(6) 2011. Patient had redness over the pump area, was hospitalized and was started on antibiotics. Per the hcp a consultation with the neurosurgeon and infectious disease doctor concluded that it was "ok to refill the pump two weeks after"; "safe to refill pump without having to replace it." As of (B)(6) 2011, cellulitis was rapidly clearing and patient was noted as "doing fine." Drug delivered via the device was compounded baclofen 4000mcg/ml at a daily dose of 1800.4 mcg.